Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a shunt in a moderately tortuous and mildly calcified cephalic vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient's status was good.